Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. The clinician encountered difficulty while attempting to retract the cannula from the portal. The safety device would not activate. As a result it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.